Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator noticed a worn enclosure, cracked tank cover, damaged front cover, pole clamp, and a faded line cord. During testing, the triggered alarms failed to sound. The customer reported product problem was confirmed. The product problem was attributed to a bad speaker on the faulty pcb. The pcb was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had no audible alarms. The device was not used on a patient during the event and occurred during pm testing. No adverse effects were reported.